Manufacturer narrative:
Additional narrative: patient initials and weight unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 03. Dec. 2013. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: an extraction surgery of a competitor¿s implants was performed on (B)(6) 2015. During the extraction surgery, the surgeon experienced difficulty removing the already implanted screw. The surgeon opted to use a conical extraction screw to extract the already implanted screw. The tip of the reported extraction screw was broken and kept engaging with the implant. Eventually, the surgeon discontinued trying to extract the implant and the broken piece of the conical extraction screw remained in the patient¿s bone. The surgery was reportedly extended for 30 minutes. This is report 1 of 1 for (B)(4).